Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer alleged insulin pump for possible over delivery. Customer had two hypoglycemia events. Customer reported their blood glucose normally went as high as 13.0 mmo/l during lunch then will come down gradually. Customer was concerned because instead they saw a sharp drop down to 6.3 mmo/l. Customer had some juice to account for the low blood glucose. The second incident of low blood glucose was of 5.8 mmo/l before they tried to curtail it. Reservoir was showing less insulin than what was shown on the status screen. Based on customer report customer was not alleging delivery of insulin without user input. Customer was using insulin pump within 48 hours of reported low blood glucose. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. Device was monitored and functioning properly. Device passed the delivery accuracy test at 0.08672 inches. (B)(4).